Manufacturer narrative:
Concomitant medical products: 4092-52 lead, implanted (B)(6) 2004. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing vibration/nerve stimulation in the pocket area a few times a day. The atrial lead was found to be oversensing noise. Noise was also recreated by the patient doing isometrics. The atrial sensitivity was reprogrammed and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.